Event description:
The perfusionist reported that during the procedure, the centrifugal pump speed dropped to 1000 rpm, causing the electronic clamp to clamp the arterial line. There were no level, bubble, or pressure alarms and the auto function was not in use.

Manufacturer narrative:
Sorin group (B)(4) manufacturers, the centrifugal pump system (scp). The incident occurred at (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Please note that this MDR is being filed late due to a recent change in sorin group (B)(4)'s medwatch reporting criteria and subsequent review of past complaints to the new criteria. The perfusionist reported that during the procedure, the centrifugal pump speed dropped to 1000 rpm, causing the electric clamp to clamp the arterial line. There were no level, bubble, or pressure alarms and the auto function was not in use. The scp control panel was removed from the site and another panel was supplied as a replacement. Sorin group (B)(4) evaluated the control panel and could not reproduce the problem. It was subjected to flow testing for 90 hours with no errors detected. Sorin group (B)(4) concluded that since the panel had been replaced and the reported issue could not be duplicated, no further action was deemed necessary.